Event description:
Maquet qa tech opened the returned box for another incident in 2008, which was supposed to be for a non-MDR reportable event on a heartstring cutter; however, the customer returned a heartstring proximal seal instead. The visual inspection showed that the seal was loaded in the deployment tube and cracked. Other observations were that the deployment tube separated from the hub. The customer did not reply after multiple attempts to gather further details on the prod return. The following info is unk: part number, lot number, failure details except tube separated from hub, how the procedure was completed, and if there was any pt effect. The event will be filed as a serious injury because of the pt status was unk.

Manufacturer narrative:
Investigation results: the visual inspection showed that the heartstring deployment tube had separated from the hub. It was also observed that the tension spring components and the seal were inside the deployment tube. A lot history record review cannot be performed because the lot number was not provided by the hospital.